Event description:
The pt has had type 1 diabetes since 1958 and had had an insulin pump for 20 years. She said she had one unconscious insulin reaction as a teenager early in her diagnosis of diabetes. She wears a medtronic 530 g insulin pump and sensor. On the night of (B)(6) 2019 she was sleeping and her husband heard the sensor alarm that her glucose was low. He was unable to arouse her and he tried giving her some marshmallows but she was unresponsive so he called 911. Her glucose was 35 and she was given d 10 en route to the emergency dept. She woke up in the ambulance. The pt arrived in the emergency room hypothermic and acutely shivering per the ed notes. She stayed in the emergency dept that day for observation. She had a glucose of 100 mg the prior night and did not eat a bedtime snack. She does not always eat a snack at bedtime so she was unclear as to what caused the hypoglycemia. In the emergency dept, she had an insulin drip and her pump was restarted when she was stabilized and mentally alert. She came to see me, the outpatient educator on (B)(6) 2019. We downloaded the pump and sensor for the dates (B)(6) 2019 to see if we could identify the cause of the hypoglycemia. There was a 10 unit bolus given for 300 grams of carbs given right after midnight on (B)(6) 2019 and the hypoglycemia occurred soon after. The pt was asleep at that time and did not enter the carbs into the pump or give herself a bolus. I called medtronic technical support and spoke to (B)(6). He was able to remotely view the download report of the pump and concluded that the pump had malfunctioned. On (B)(6) at 8 am, there was another bolus given for 181 grams of carbs and she received 4.5 units. The pt was awake at this point and stated she did not have that many carbs but ate 1/2 of a bagel. She did not become hypoglycemic. She removed the pump in question on (B)(6) and was sent a replacement pump from medtronics. She was to return the pump in question to medtronic. FDA safety report ID# (B)(4).